Event description:
Customer reports, strip label expiration date is 01/30/2009, while using the advantage system. Batch record verification shows expiration date is 12/31/2006. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.